Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the unable to print patient labels. A field service engineer reset the printer, verified configuration settings, and cleared the print queue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer would not print patient labels. It was unable to force print a label and would only dispense blank labels without any printed information. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.